Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen nxt groshong catheter was returned for evaluation. An initial visual observation showed use residue approximately 5 cm distal to the connector, at the 44 cm depth marker. A hole was observed just distal to the 46 cm depth marker. The ink on the catheter parallel to the hole in the catheter was observed to be worn and faded. The sample was flushed with a 12 ml syringe of water and a leak was observed emanating from the hole near the 46 cm depth marker. A microscopic observation revealed the hole in the catheter was in the center of a relatively deep indentation. Another indentation was observed opposite the hole. A crease was observed in the catheter between the two indentations, opposite to the worn ink observed, and the surface of the catheter was observed to be dull. The condition and deformation of the catheter material surrounding the hole is evidence of material fatigue due to repeated kinking of the catheter.

Event description:
It was reported that the catheter leaked. No other information was provided. There was no patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter leaked. No other information was provided. There was no patient harm reported.